Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies found. Apparent explant damage was noted on visual summary. S2d analysis revealed patient alert for lead failure predictor on (B)(6) 2012. Rv oversensing was also noted; there were eleven ventricular non-sustained tachycardia (nst) episodes less than or equal to 215 milliseconds (ms) on (B)(6) 2012. Lead failure predictor (lfp) high rate non sustained less than or equal to 215 ms average ventricular cycle between (B)(6) 2012. Weekly pace impedance trend data shows an increase from 513 to 2071 ohms peak between (B)(6) 2012. Interference/noise with ventricular short interval count equal to 2400 counts, in 6.07 days, between (B)(6) 2012.

Event description:
It was reported that the pace/sense portion of the right ventricle (rv) lead had previously failed. The pace/sense portion was capped and a new rv lead was implanted. The new rv lead now presents with increased impedance, increased threshold, oversensing, and noise. It is suspected that the lead is fractured. Both leads were removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2011; 4193 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.